Event description:
It was reported that the pump was not working properly. Reportedly, customer was hospitalized due to an elevated blood glucose (bg) level, specific value not provided; details and nature of hospitalization were not provided. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.